Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. This is the third of five reports from this facility. (B)(4).

Event description:
A health professional reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
One opened knife sample was received loose and unprotected in a blister for the report of blunt knives. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one is of 4 blisters. Photo numbers 2, 3, 4, 5, 8 and 9 correspond to associated complaints from the same reporter. Photo number six confirms the reported lot number for this report. Photo number seven shows the returned knife unprotected in the blister however, the reported issue could not be confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).